Event description:
The following has been reported by customer: faulty air detector. Customer advised a faulty air detector, we have sent this to be replaced on site and the faulty air detector has been disposed of. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.